Event description:
It was reported that log files captured a single odd power cable disconnect alarm on (B)(6), 2023 while connected to batteries that resolved on its own. Twenty minutes later. The patient disconnected the driveline for the controller swap. Not enough information was known to identify which controller was exchanged. Related system controller (sn # (B)(6), # 2916596-2023-06938.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed via the provided log file. The provided log file contained data spanning approximately 6 days (B)(6) 2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s driveline was observed to have been disconnected from the controller on (B)(6) 2023 at 16:07; the driveline was then briefly reconnected and disconnected again within the same minute which appears to be consistent with a controller exchange. No other notable events regarding the controller were observed. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, this system controller was not exchanged and remains in use. Additional questions regarding the controller and the data within the log file that indicates that the controller was exchanged were asked multiple times and no further responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number hsc-115315, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.